Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has rec'd add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info rec'd. Based on provided medical records, the pt's medical history includes a train accident, which resulted in loss-of-domain hernia with persistent complex abdominal wound. He has also undergone a below-the-knee amputation and brain injury. He had prior repairs, graft, and incision and drainage for delayed closure of abdominal wall at least one month prior to his (B)(6) 2007 hernia repair with a kugel mesh. Following the procedure on (B)(6) 2007, pt developed a fever and cough consistent with exacerbation of chronic obstructive pulmonary disease. Culture of the cough revealed (B)(6). On (B)(6) 2007, pt underwent a wound exploration with debridement and partial mesh explant. There was no indication in the medical records that the partially explanted mesh had failed. On (B)(6) 2008 - pt underwent an exploratory laparotomy that included dense adhesions throughout the abdomen, small bowel adhesions to the mesh, and small bowel-to-small bowel adhesions. A fistula was also noted. An explant of the previous mesh was performed. An alloderm mesh was used in that repair. While there is no indication that the bard mesh was responsible for the adhesions or recurrence, both are noted as possible adverse reactions in the instructions for use. Based on the info currently available, and given the pt's extensive medical history and his previous complex abdominal wound, it is unclear whether the bard mesh may have contributed to the event. No sample has been returned and the medical records did not allege a specific failure of the mesh. No conclusion can be drawn at this time.

Event description:
Based on a review of medical records provided by pt's attorney: on (B)(6) 2007, incision and drainage with debridement of subcutaneous tissue, left upper abdominal wall nodule, a return of seropurulent material upon excision. On (B)(6) 2007, repair of recurrent ventral incisional hernia with composix kugel mesh. Lysis of adhesions, debridement of skin and subcutaneous tissue. On (B)(6) 2007, cough with sputum, culture of which revealed (B)(6). On (B)(6) 2007, wound exploration with partial removal of mesh. On (B)(6) 2008, exploratory laparotomy with removal of foreign body/mesh, resection of small bowel, lysis of adhesion, repair of abdominal wall hernia with alloderm mesh, repair of small bowel serosal tear, rives-stoppa repair of abdominal wall. Fistula identified, taken down.